Event description:
It was reported that patient received primary partial knee replacement on an unknown date. Revision procedure was performed on (B)(6), 2012 due to the bearing being rotated 180 degrees. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown, implant date - unknown, manufacture date - unknown. Product evaluation has been started, but not complete. Upon completion of evaluation, a follow-up report will be sent to the FDA.

Manufacturer narrative:
Additional information was received that included the item number, lot number, manufacture and expiration dates of the item reported. The returned bearing was reportedly revised due to spinning and that the bearing had rotated 180 degrees. Evaluation of the returned bearing found flattening and material loss at the superior edges indicating there was extensive impingement on the component. Pitting and scratches suggest some third body particles were present, which may have come from the suggested bony spurs or cement posterior to the implant. It appears the chosen sizes and positioning of the tibial and femoral components could have been improved, and the natural kinematics of the knee subsequently caused the bearing to move laterally, leaving enough room for rotation. However, the patient's unusual anatomy may have contributed to difficulty in the component selection. There is also evidence of substantial impingement, abrasion and third body wear on the component. Without surgical reports from the primary surgery, a definite conclusion cannot be made.